Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined.

Event description:
It was reported to boston scientific corporation in 2008, that a leveen needle electrode was used in an rf ablation procedure performed one day prior. According to the complainant, the rf generator "sudden switch off during the procedure without ablation of the lesion although the power maximum." It was further reported that the ground pad, the rf generator were replaced. Ultimately, the needle electrode was replaced with another leveen needle electrode and the procedure was completed. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".